Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device, it was reported that the sealant was shuttled down and stuck to the sheath. There was no patient injury. The mynx was deployed a healthy patient with no anatomical issues. The sealant was shuttled down and stuck to the sheath. The sheath would not retract. The physician had to pry the sheath up and it tore the sealant from the femoral artery. The sealant is visibly stuck in the distal end of the sheath. This is the 3rd time this has happened. We are anxious to determine the cause. The devices were not returned for analysis. Device history record (DHR) reviews could not be conducted as a lot number was not provided. The reported ¿device deployment jam¿ could not confirmed as the devices were not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the deployment jams reported. However, a possible factor are storage temperature factors. If the devices were exposed to temperatures above 25 degrees celsius, the sealant can begin to soften, which makes delivery of the sealant more difficult. Another factor could be failing to open the sheath¿s stopcock prior to the shuttle down step. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the a 5f mynxgrip vascular closure device, it was reported that the sealant was shuttled down and stuck to the sheath. There was no patient injury. The mynx was deployed a healthy patient with no anatomical issues. The sealant was shuttled down and stuck to the sheath. The sheath would not retract. The physician had to pry the sheath up and it tore the sealant from the femoral artery. The sealant is visibly stuck in the distal end of the sheath. This is the 3rd time this has happened. We are anxious to determine the cause. The entire box plus the failed device is available for return.